Event description:
Technical services received a call on 9/7/11. Caller wanting to know what normal impedance range is on this lead. Technical services stated that they do not know medtronic normal lead impedance range. Technical services conferenced medtronic technical services representative who stated that normal impedance range for this lead was between 200 and 1200 ohms. Caller stated he is seeing impedance around 185 ohms. Medtronic technical services stated they don't have implant impedance recorded but that this impedance is lower than expected. Medtronic technical services suggested trying unipolar and if impedance in unipolar is higher then may be seeing insulation issue. Patient is not dependant. Physician is dr. (B)(6). Caller stated they do not plan to change lead but will monitor impedance once hooked up to device. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).